Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported balloon rupture appears to be related to anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The traveler rx device is currently not commercially available in the u.s; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a 90% stenosed, concentric, heavily calcified lesion in the moderately tortuous proximal right coronary artery. The 3.50x15 mm traveler rx balloon dilatation catheter (bdc) was advanced and resistance was noted with the lesion. The balloon ruptured during the first inflation at around 12 atmospheres. The bdc was removed without resistance and a non-abbott bdc was used; however was unsuccessful in dilating the lesion and the procedure was completed with no further action. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.